Event description:
It was reported that catheter became stuck on the guidewire. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter and savion flx guidewire were selected for use. The coyote balloon was advanced for dilation. However, the balloon became stuck on the savion flx guidewire and the balloon catheter became kinked. Both devices were removed together and the procedure was completed with a new savion guidewire and coyote balloon. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed damage to the tip. There is a hole in the guidewire lumen 13mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the froze on wire but found damage that may have contributed to the reported event.

Event description:
It was reported that catheter became stuck on the guidewire. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter and savion flx guidewire were selected for use. The coyote balloon was advanced for dilation. However, the balloon became stuck on the savion flx guidewire and the balloon catheter became kinked. Both devices were removed together and the procedure was completed with a new savion guidewire and coyote balloon. There were no patient complications nor injuries reported.